Event description:
Loss of integration. It was reported that the implants at tooth site # 16, 14,12, 11, 21,22, 26, 28 (two fractured referred in (B)(4)) lost integration due to bone loss and were removed. Per indicated: loss of integration and bone loss. Additional appointment required: none reported. Symptoms as a result of the event: none reported.

Event description:
Loss of integration. It was reported that the implants at tooth site # 16, 14,12, 11, 21,22, 26, 28 (two fractured referred in cmp (B)(4)) lost integration due to bone loss and were removed per indicated: loss of integration and bone loss additional appointment required: none reported symptoms as a result of the event: none reported